Manufacturer narrative:
Investigation of this complaint found that there was no 3 hour protocol(s) started on (B)(6) 2017 and completed on (B)(6) 2017 per the information provided by the complainant executed using peloris ii serial (B)(4), but there were six (6) "labcorp 3 hour" protocols, which both started and completed on (B)(6) 2017 executed on this instrument. Investigation also showed that "labcorp 3 hour" protocols were started in retort a and b of peloris tissue processor serial (B)(4) at 22:14 pm and 23:41 pm respectively on (B)(6) 2017 and completed at 01:24 am on (B)(6) 2017. Manufacturer evaluation of the instrument logs from peloris ll tissue processor serial (B)(6) showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 12:28 pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the station properties for bottle 3 (ethanol) were reset. This action set the ethanol concentration in bottle 3 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 3 remained unchanged at 76.8% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled the reagent in bottle 3 (ethanol) was used for the final dehydration step in six (6) protocols, which started and completed on (B)(6) 2017, using peloris ll tissue processor serial (B)(4). Manufacturer evaluation of the instrument logs from peloris tissue processor serial (B)(4) showed that the instrument operated within specification during execution of the "labcorp 3 hour" protocols started in retort a and b of peloris tissue processor serial (B)(4) at 22:14 pm and 23:41 pm respectively on (B)(6) 2017; and there was no use error(s) identified in the interaction between the user and the instrument either prior to, or during, execution of these protocols. Based on investigation of the circumstances involved, it was determined that the root cause of the sub-optimal tissue processing reported was likely a use error, which occurred at 12:28 pm on (B)(6) 2017, when manual replacement of the reagent in bottle 3 (ethanol) of peloris ll tissue processor serial (B)(4) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
During a visit to the laboratory for an unrelated matter on (B)(6) 2017, a leica biosystems applications specialist - core histology (fss) was requested to look at tissue samples which had been processed on (B)(6) 2017 and described as "compromised by initial under processing, oily look to it". The complainant was unable to determine from which of the peloris ll and peloris tissue processors in the laboratory (serial (B)(6) respectively) the sub-optimal tissue processing had been derived the fss documented that tissue in 40 cassettes comprising mostly small tissue samples (29 prostate biopsies, 6 leep and 5 tonsil) from a 3 hour processing run(s), which started in the evening of (B)(6) 2017 and completed on (B)(6) 2017, had been adversely impacted; a member of the laboratory staff had used a cleaning cycle to remove the paraffin from the affected cassettes; the affected cassettes had been re-processed using the same three (3) hour protocol as had been used for initial processing and the resultant tissue was described as brittle and hard to cut. The fss also documented that on (B)(6) 2017 the complainant had advised that two (2) cases were not diagnosable; re-biopsy of the patients had been recommended; and the communication had concluded without an identifier, age or date of birth and gender for the patients involved being provided. As at (B)(6) 2017, neither confirmation as to whether re-biopsy of a patient(s) has been performed nor the patient details requested have been received by leica biosystems (B)(4).